Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge dropped from 30% battery life to 15% while the pump was plugged into a power source. The customer unplugged the pump from power source and plugged it back in at which point the battery life went from 15% to 20%. No alerts or alarms were found in the pump history. The customer was instructed to leave the pump charging and upload pump data. There was no reported impact to the customers blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.